Manufacturer narrative:
(B)(4). Date sent: 3/30/2021. D4: batch #u5a39l. H6: component code = g04, g06, g07. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage, with a reload loaded, and with the firing knob in the home position. The reload had the proximal 8 drivers up without staples, and the remaining drivers down with staples present. Additionally, the swing tab was noted to be damaged making the reload nonfunctionally. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Additionally, the device was opened without any difficulty after it was fired. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.  As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The reported event is confirmed due to the condition of the returned reload that would not allow the device to fire. It should be noted that product failure is multifactorial. The firing stroke must be completed. The instrument cannot be opened unless the firing knob is returned to its original ¿return knob here¿ position and a click has been heard. Before closing the forks and removing the instrument, be sure that tissue is cleared from the forks. Completely return the knob to the original ¿return knob here¿ position and ensure a click is heard after firing and before separating the instrument halves. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please provide more details how device was removed? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparotomy, after the reload exchange, when the doctor placed the new reload on the stapler and fired, it stuck in the middle of the device and he was unable to unlock it. It's unknown whether there were any patient consequences. No additional information is available at this time.